Event description:
On (B)(6) 2011, the lay user/patient in (B)(4) contacted lifescan to report the one touch ultra2 meter was giving the 'battery indicator symbol' on the display. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. The patient claimed that for three weeks the reported meter displayed the battery indicator symbol; she was unable to test her blood glucose levels. This meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. On (B)(6) 2011 at 3:30 pm, the patient experienced the symptoms of dizziness, leg numbness, shaking and blurred vision and she felt hypoglycemic. The patient administered self-treatment by consuming food and drink, and felt better afterwards. She did not seek any medical attention. The patient manages her diabetes with oral medications and diet/exercise. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new replacement battery or test strips available. There is no evidence the meter was not functioning appropriately. The meter, test strips and control solution were replaced. The patient did not replace the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k #: k053529.